Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy which resulted in the development of peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as onset, the patient was hospitalized for the peritonitis and began treatment with ceftazidim (dose, route, and frequency not reported) and amikacin (dose, route, and frequency not reported) for thirteen days. The patient was discharged from the hospital after thirteen days and reported to have recovered from the peritonitis. It was not reported if the patient was retrained on proper aseptic technique. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.